Event description:
A customer reported that during cataract surgery, the equipment displayed a red screen and was making noise. Since then, the equipment did not turn on. The surgery was converted to an extracapsular cataract extraction (ecce) for completion with no pt harm. Additional info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).